Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline communication fault alarm, and the modular cable being difficult to disconnect, were both confirmed. The provided and extracted event log files were reviewed, collectively containing data spanning approximately 7 days (21jan2023 ¿ 27jan2023 per timestamp and 31jan2023 ¿ 01feb2023 per timestamp). A few driveline communication fault alarms were observed, beginning on 27jan2023, correlating to fault flags that indicated the controller was unable to properly communicate with the pump¿s comm a line. The patient¿s driveline was disconnected on 01feb2023 at 12:48 to conduct the reported controller exchange. The returned modular cable (lot number 7171212) was observed to be stuck within the returned system controller upon arrival (serial number (B)(6), evaluated under MFR #2916596-2023-00826), as the controller¿s release button would not depress. Upon removing the mod cable through dismantling the controller, fluid ingress was observed within the bulkhead connector, and hardened fluid/rust was observed on the bulkhead connector. The mod cable was connected to a mock loop and was tested alongside the returned system controller. A driveline communication fault was active; however, the mock loop operated as intended while the mod cable was in use, even when the cable was manipulated by hand. The mod cable¿s inner wires were measured point-to-point, and atypical measurements were not observed. The root cause of the reported events was determined to be fluid ingress within the mod cable and the controller¿s bulkhead assembly; however, the root cause of the fluid ingress was unable to be conclusively determined through this analysis. Review of the device history record for the modular cable, lot number 7171212, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G) instructs users to never submerge their equipment, including their system controller and modular cable, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The driveline communication fault resolved after exchange of the controller and modular cable. No driveline power faults were recorded.

Event description:
It was reported that when log files were downloaded for evaluation, a driveline communications fault appeared. The driveline alarm was cleared via the system monitor, however it reappeared immediately. The controller and modular cable were exchanged. After the exchange the driveline power fault resolved. The modular cable was unable to be removed from the controller. The patient was stable. Controller MFR # 2916596-2023-00826.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter phone number: (B)(6). Initial reporter email: (B)(6).